Event description:
On (B)(6) 2018 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During a j tube replacement, the patient experienced thick green ooze from the stoma site and results of a swab are pending. Granulation tissue was noted at the stoma site and a physician prescribed treatment with unspecified antibiotics. No further information was available.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.